Event description:
This lead was implanted on (B)(6) 2013. The egm showed noise on ra channel and the pg recognized it as atr. Also there was noise on the shock egm. The physician suspected that the pg sensed myopotential. Noise such like myopotential was observed on egm during isometric testing. However, the pg did not sense it. Ra sensibility was changed from 0.25mv to 0.5mv.the physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).